Event description:
Coagulation setting of cautery set at 75. Patient suffered perforation of bile duct and was taken to surgery for repair the next daydevice labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device not used as labeled/indended.device was not evaluated after the event. Method of evaluation: other, invalid data. Results of evaluation: invalid data, invalid data, invalid data. Conclusion: invalid data, device failed just prior to use. Certainty of device as cause of or contributor to event: yes. Corrective actions: device discarded, invalid data. The device was destroyed/disposed of.